Manufacturer narrative:
Batch review performed on 06 august 2020: lot 1906477: (B)(4) items manufactured and released on 30-oct-2019. Expiration date: 2024-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 06 august 2020: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 1906072: (B)(4) items manufactured and released on 09-aug-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During post-op recovery, the patient's liner dislocated from the head. The day after primary surgery the surgeon revised the head and the surgery was completed successfully.